Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and the batteries do not last more than 2 days in the device. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised customer that a new battery cap would be sent and to call back if issues continue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction if needed.